Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the hospital with symptoms of a perforation, one or two days prior to the procedure on (B)(6) 2016. The lead had perforated the myocardium. During the period between presenting to the hospital and the procedure, a pericardiocentesis was performed non-emergently, and the patient continued to be monitored until the lead revision procedure took place on (B)(6) 2016. During the attempted lead reposition procedure, the physician retracted the helix and attempted to reposition the lead but upon attempt to re-extend, the helix did not move upon repeated attempts. The physician elected to extract the lead, and a new lead was implanted. The extracted lead was discarded following the extraction and will not be returned for evaluation. The patient remained stable before, during, and after the procedure.